Manufacturer narrative:
(B)(4). The device was received for evaluation; however, the evaluation has not yet begun. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 105 alarm. This occurred during the fifth drain cycle of peritoneal dialysis (pd) therapy. This alarm indicates that the patient has drained more than 200% of their maximum prescribed fill volume. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was determined to be the tidal total ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.